Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.